Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type tur/bladder irrigation set was damaged at the yellow part of the tube; further described as disconnected. The issue was identified after opening the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed the tubing was separated from the adapter catheter. Additionally, it was observed a lack of solvent on the tubing; the solvent was not uniformly applied on the tubing. The insertion of the tubing into adapter catheter met specification. Dimensional testing was performed on the tubing with no issues noted. The reported condition was verified. The cause of the condition was due to an assembly issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.